Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vitrectomy probe did not cut during a procedure. It was not known if the aspiration was functioning. The product was replaced and the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One opened probe was received with a tip protector, in a zip top bag. The returned sample was visually inspected and found conforming. The sample was then functionally tested for aspiration, actuation, and cut and was found conforming for all three functional tests. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The complaint evaluation does not confirm the probe had a cut issue. The probe performance testing met specification. Therefore, the exact root cause of the customer complaint cannot be determined from this evaluation. No action was taken as the probe was manufactured to specifications and was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).